Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the lcd of the external pulse generator was fading and dim. There were no patient complications reported as a result of this event.